Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2, d4, and g4: attempts have been made to gather all product identification information and no further information has been provided. The submitted images of the explanted femoral component were reviewed but did not provide any information relevant to the investigation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed but did not enhance the investigation as soft tissue/laxity concerns are not visualized on plain film x-ray. Operative notes provided and reviewed state that the patient had an arthrotomy and treatment fractured patella left knee. Massive dehiscence of old wound due to hyperflexion and blowing apart of the patella. The patella component was removed, remnant patella cobbled together with a cerclage suture and further sutures to hold it in place. Postop, the patient was placed in knee splint at all times. One week post revision, the patient fell and fractured her patella and ruptured their pcl, resulting in increasing ap instability of primary persona knee over time. The root cause of the reported issue is attributed to the patient's fall. Complaint is confirmed based on operative notes provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, australia. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a unicondylar to total knee conversion. One week postop, the patient fell due to unknown reasons resulting in patellar fracture. The patient underwent an arthrotomy to repair the fractured patella. During the procedure, massive dehiscence of the old wound was noted due to hyperflexion of the knee that fractured the patella. The patellar component was removed, and the patellar bone was fixated with cerclage sutures. The patient was instructed to remain in a knee splint at all times postop. However, the patient continued to experience increasing ap instability due to the ruptured pcl. Approximately 3 months post implantation, the femoral component was revised.